Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g1, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in the posterior side assessed as fold flaw opening. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. Brown particle observed inside device. Non penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.